Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms on the system controller (serial number: (B)(6)) was unable to be confirmed. Data from the submitted log files were reviewed, and no atypical low voltage alarms were noted. Low voltage alarms were noted on (B)(6) 2025, but these alarms were determined to be consistent with a loss of power to the mobile power unit (mpu). All other low voltage alarms appeared to be due to routine battery depletion. No indication of an issue with the system controller was noted in the log files. The controller supported the system as intended for the duration of the data reviewed. Provided information indicated that the system controller was exchanged, resolving the reported alarms. No equipment was returned for analysis. Attempts were made to obtain additional event information, but no response was received. The root cause of the reported event was unable to be conclusively determined via this analysis. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low power advisory and low power hazard alarms. Heartmate 3 instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment including the batteries and battery clips. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing low voltage alarms. Log files were submitted for review. The log file captured a few low power advisories due to normal battery depletion. There were also a few instances of the patient sleeping on batteries. Other than this, there was no unusual events recorded in the log file event history. It was later reported that the low voltage alarms resolved with a system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.